Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish any communication with his scs ipg and external devices. A company representative met with th patient for troubleshooting but was also unable to establish any communication with the patient's scs ipg. Additional troubleshooting determined the patient's scs ipg was inoperable. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Follow up information obtained identified the patient had his scs ipg replaced with a new one. Stimulation therapy was reportedly restored postoperatively.